Event description:
The consumer was washing up in the shower and leaned back on the transfer bench to put the soap on the tray. The bench allegedly tipped backwards spilling them into the tub causing them to hit their head.